Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of a customer who's adc freestyle libre sensor detached after 5 days of wear. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, they became unresponsive and was taken to the hospital and provided a glass of orange juice, peanut butter and jelly sandwich, and "tubes of glucose" by both hcp and non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.